Event description:
It was reported that the patient was having increased pain at her lead location about 1.5 weeks prior to report. It was stated that the pain was like a stabbing sensation. The patient reports that she could feel her lead when she couldn't before. It was noted that the area was not swollen and the patient was not feverish. At the time of report, the patient's stimulation was turned down, but not off. It was noted that the patient couldn't feel the stimulation at that time, though it was also reported that the patient was feeling the stimulation in her hip, foot, knee and back. However, it was reported that the stimulation in the patient's back felt "different." Three months later, it was reported that the patient's stimulation was reaching the right areas, but was causing her pain. It was noted that the patient had lumbar and thoracic x-rays taken. The patient's physician was reported to have performed a nerve block and a sympathectomy. He also felt that the patient had a "central nervous phenomena going on." It was further noted that, from (B)(6), the patient was in the hospital for a spinal infusion to see if it "calmed the issue down." It was stated that the patient was told to turn off her device when the pain flared up. The patient was able to turn the stimulation on for one hour without pain, but the pain wasn't resolved. When she tried again, it caused pain. At the time of report, the patient was continuing to test it to see if using the stimulation caused her pain to increase. It was noted that the patient didn't have any issues during her trial, but her physician said that "5% of patients could have this issue, where the stimulation causes pain." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).